Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a patient medication profile was not showing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a patient medication profile was not showing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: upon investigation of the actual device used in this incident, it was determined that the patient med profile was not showing. A technical support specialist found that patient medication orders were only sent after pharmacy verification; customer requested a change to allow registered nurse (rn) verification to trigger message sending, and hcs was working on updating the configuration accordingly. The technical support specialist closed the case.